Manufacturer narrative:
A2: age at time of event: 18 years or older. E1: initial reporter city: (B)(6). Device evaluated by MFR: a the rotapro atherectomy device along with a rotawire were returned. A microscopic and visual inspection of the device presented no damages. The rotawire was able to be removed from the rotapro device, and was able to be reinserted with no resistance or issues. A dimensional inspection of the rotawire was performed and the device met specification.

Event description:
It is reported that a rotapro and rotawire entrapment occurred. A 1.75mm rotapro and a 300cm rotawire were selected for use in a percutaneous coronary intervention (pci) procedure. The 90% stenosed target lesion was moderately tortuous and severely calcified right coronary artery (rca). The device was prepared outside the body and platformed at 180,000rpm, then advanced over the wire. During procedure, the burr became stuck on the wire inside the patient. The devices were removed together as one unit, and severe resistance was felt during removal. After it was removed, the physician noticed the rotawire was kinked. The procedure was completed successfully with this device and there were no patient complications reported.

Manufacturer narrative:
Age at time of event: 18 years or older.. Initial reporter city: (B)(6).

Event description:
It is reported that a rotapro and rotawire entrapment occurred. A 1.75mm rotapro and a 300cm rotawire were selected for use in a percutaneous coronary intervention (pci) procedure. The 90% stenosed target lesion was moderately tortuous and severely calcified right coronary artery (rca). The device was prepared outside the body and platformed at 180,000rpm, then advanced over the wire. During procedure, the burr became stuck on the wire inside the patient. The devices were removed together as one unit, and severe resistance was felt during removal. After it was removed, the physician noticed the rotawire was kinked. The procedure was completed successfully with this device and there were no patient complications reported.